Event description:
The device was returned for a pump alarm on start up. Log files were reviewed and show multiple pressure board sensor failures. Mock infusion testing was performed in an attempt to replicate the failure but no failures occurred and infusion testing completed successfully. Device was opened to inspect for internal damage. Three of the screws for the pneumatic plate were loose. No damage to any components was identified. Because this failure is intermittent, the pressure sensor board will be replaced.

Event description:
The following has been reported: error occurred when pump was initially deployed to the unit. When the pump was turned on it displayed a pump error. Customer fully powered the pump down and turned it on and the alarm returned. Customer pulled the pump from service and brought it down to the command center. Command center turned the pump on and could not get the error message to return. Logs pulled for review and next steps. A preliminary review identified the following issue: sensor hardware failure (pressure sensor board). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.